Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported intermittent unresponsiveness of the ilet device wake button. The issue occurred infrequently at first but later persisted. Troubleshooting was not successful, and a replacement device was arranged. The user transitioned to backup therapy until the replacement arrived. Blood glucose was not affected. No medical intervention was required.